Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor, occlusion test, and p-cap locks properly into the reservoir compartment. Unit failed to pass the self test due to pump error 63 occurring during testing. Unit was successfully downloaded using thus. Pump error 63 variable (03) esf#na, file#37 line#367 was noted (B)(6) 2023 07:22 in history files and traces. Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), faded serial label, keypad overlay texture damage. No rattling noise noted during testing. Motor was tested outside and it passed. Cosmetic damage was not confirmed at rattling noise. Additional cosmetic damages were noted on unit. Pump error 63 is confirmed due to cracked soldered joint at u1 pin (02). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer called to know the warranty of pump and the surface of the pump was dropped . Troubleshooting was performed. No harm requiring medical intervention was reported. The customer had discontinued using the insulin pump and the pump was returned for analysis.